Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube and battery cap contacts noted during testing. The insulin pump was unable to perform pump self test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test or operating currents due to blank display. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin pump had moisture damage on all electronic assemblies noted during testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump smelled like insulin. The customer's blood glucose was unknown at the time of incident. The customer stated that they changed the infusion set and reservoir but the insulin pump would still smell like insulin. The insulin pump will be returned for analysis.